Event description:
It was reported that the svc egm showed a high degree of noise. The x-ray apparently showed the svc coil very high in the subclavian. The noise could not be reproduced by manipulating the pocket. The lead remainsimplanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.